Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer was able to charge the pump with an alternate cable.

Manufacturer narrative:
Device not returned.